Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 130 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. An extended investigation has been performed. A brief review investigations were conducted. The case background information was reviewed. The device was returned due to the customer stating that they were receiving low glucose readings from their sensor. Upon receipt, the sensor was in a de-cased state. A visual inspection was performed using a microscope ((B)(6)) on the returned sensor and the sensor printed circuit board assembly (pcba). And the silver oxide battery was observed to be resoldered from the sensor pcba, a closed-circuit voltage test was performed. This test required to be resoldered the battery. The sensor event log was reviewed, and no abnormal events were observed. The sensor was observed to be in sensor state 8 (error_termination). Aligning with phase 1 observation event log 130 reason/ext error code 129 observed at 61440 minutes in sensor state 7. The logging of this event informed us that the patch transitioned to an error state due to the (B)(6) ic detecting a brownout during the system initialization. The returned battery was measured with a multimeter and the result was not within the electrical design specification. Test fixture was used to power supply. Power was able to be restored. An smu (source meter unit) test was performed using fixture to check the functionality of the returned sensor and check the accuracy of the sensor¿s readings. It was observed that the returned puck moved into state 4, (active paired) which was indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification indicating no accuracy issues were present in the puck therefore, the functionality of the sensor was working as intended. Additionally, a poise voltage test was performed and results that were observed to be within specification, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification, indicating that the puck's thermistor was fully functional furthermore, throughout testing the bor( brownout reset ) error code was unable to be replicated, and no signs of brownout was observed. The reported field event of the sensor providing low readings was not confirmed. The returned sensor passed all accuracy testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of product malfunction was found during the investigation, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 56 mg/dl compared to readings of 174 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 56 mg/dl compared to readings of 174 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.